Event description:
A 6f angio-seal vip vascular closure device was deployed at the bifurcation in the left femoral artery. It was reported that the patient had very small arteries. Immediately following closure the patient experienced pain. An ultrasound revealed monophasic blood flow above and below the puncture site. The patient was given heparin and taken to surgery for repair of lfa, endarterectomy of the cfa, and repair of flap in the distal iliac. It was reported by surgical report that thrombus was found 3cm proximal to the access site, and that the angio-seal was found intact and deployed appropriately. Flow was restored following the procedure.

Event description:
A 6f angio-seal vip vascular closure device was deployed in the left femoral artery. The puncture was at the bifurcation of the sfa and profunda. It was reported that the patient had very small arteries. Immediately following closure the patient experienced pain. An ultrasound revealed monophasic blood flow above and below the puncture site. The patient was taken to surgery for repair of lfa, endarterectomy of the cfa, and repair of flap in the distal iliac. It was reported by surgical report that the angio-seal was found intact and deployed appropriately.

Manufacturer narrative:
(B)(4). Vascular system (circulation), impaired / device: 1670 - use of device issue. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric patients or others with small femoral artery size (< 4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients.